Event description:
It was reported that after performing a ptca procedure in the rca, distal to a previously placed stent, the balloon catheter caught on the stent and detached as it was being removed. Reportedly, the balloon appeared to hang up or snag on the stent prior to separation. An attempt to retrieve the balloon with a snare device, was not successful. The pt developed unstable angina and was sent to surgery for a CABG procedure. The pt tolerated that surgical procedure and was sent home post operatively.